Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, the patient suffered a punctured lung. Additional information from the field representative noted no lung puncture occurred during the procedure. However, the patient did develop a pnuemothorax as result of being stuck several times during attempted venous access. There was no intervention to address the pneumothorax.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.